Manufacturer narrative:
Summary of investigation: there are three previous complaints of this code-batch, regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only a picture showing an open sample with needle detached from the thread (thread is still wound). Without any closed sample we cannot carry out an analysis in order to take a decision. However, considering the defective sample of the picture received and that there are three previous complaints regarding the same issue, we consider that this complaint is confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements.needle attachment strength results conducted on samples before releasing the product were 0.50 kgf in average and 0.41 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) conclusion root cause analysis: it has not been possible to determine the root cause in this complaint, as no closed samples are received for analysis, only a picture showing an open sample has been received. Nevertheless, in one of previous complaints of the same code-batch regarding the same issue, the most probable root cause was that the attachment of the needle was not correct because closed samples received shown that the needle escaped from the thread. Final conclusion: taking into account the defective sample of the picture received and that there are three previous complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle and thread are not connected. Already when opening the needle is separate in the package. No patient involvement.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.